Manufacturer narrative:
Exact date unknown, event occurred a while ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg stopped charging and the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the facility.